Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No faults were found with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during testing, it was noted that the volume of a smiths medical cadd solis vip pump was off by 20%. No patient was involved in this event. No adverse effects were reported.